Event description:
Unomedical reference number (B)(4). Event occurred in canada the patient reported that the infusion set's tubing was detached from connector 4 times and this event occurred between 01-jun-2022 - 11-aug-2022. Therefore, the patient's blood glucose level was 20.4mmol/l. Moreover, the infusion set had been used for 1-2 days and the expiration date of the infusion set is 01-oct-2024. The infusion set was replaced and insulin was resumed successfully. No further information was available.